Event description:
It was reported that the programmer touch pen would not calibrate. It was noted that it was about a half an inch off from where the touch pen should be tracking. The programmer will be returned for repair. The company representative for the area was contacted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).